Manufacturer narrative:
Due to character limitation. Initial reporter full name: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that cardiosave intra-aortic balloon pump (iabp) had unit charging issue.

Event description:
It was reported that cardiosave intra-aortic balloon pump (iabp) had e unit would not charge the battery in bay #1 and also was alarming "catheter restriction". There was no patient involvement and no harm reported.

Manufacturer narrative:
Updated fields: b4, b5, b6, b7, d10, e1, e2, g3, g6, h2, h3, h6 (health effect clinical code, health effect impact code, component code, investigation findings, investigation conclusion, type of investigation), h11. A getinge field service engineer (fse) evaluated the unit for the reported malfunction. The fse stated that the battery from battery bay #1 was missing and that a portable power supply had been inserted into the bay. The fse replaced the battery. The catheter restriction was no reproducible. A full system test with a test iab was completed. All tests passed to factory specifications. The iabp was returned to the customer and released for clinical use.